Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that two screws of a bridge fractured and had to be removed. Tooth sites 12 and 14. Procedure completed with another item. No impact to the patient.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-03207-2023 the following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received two (2) imucc2t, (certain ucla castable non-hexed abutment 3.4mm(d) w/large dia. Ti screw) for evaluation. Visual evaluation of the as returned product identified signs of use, one of the screws was fractured at the threads. No fracture was detected on the second screw. The screws were worn and had debris on threads and in drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1212548. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1212548 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is attributed to patient factors due to parafunctional habits over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.